Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021 customer¿s blood glucose level was 600+ mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 300 mg/dl. Customer was treated with manual injection, insulin pump and intravenous drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer stated that significant events leading to admission was high blood glucose, nausea and vomiting. Customer stated insulin pump had insulin flow blocked alarm and resolved by infusion set change. Customer alleged insulin pump was under delivering because they had changed the set and had bolus, monitor her blood glucose but her blood glucose was not going down. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.